Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Several surgeons reported that the system did not aspire enough. The irrigation tip was well connected. Settings were raised to maximum level. The same issue was evident even in the vitrectomy mode. This is the second of three reports being filed. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the facility. The procedure was a cataract extraction procedure on a female patient¿s right eye. The reported event occurred during an anterior vitrectomy. The vitrectomy probe was exchanged. Parameter settings were changed. The case was completed. Patient impact is not known.

Manufacturer narrative:
Additional information has been provided. The system was manufactured on may 27, 2015. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. There was no sample returned for evaluation for the report of did not aspire enough. Therefore, the condition of the product could not be verified. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Without a sample returned for evaluation, the root cause cannot be determined conclusively. The root cause cannot be determined conclusively. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was manufactured on may 27, 2015. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. There was no probe sample returned for evaluation for the report of did not aspire enough. Therefore, the condition of the product could not be verified. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Without a sample returned for evaluation, the root cause cannot be determined conclusively. The root cause cannot be determined conclusively. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).